Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the small grasping retractor instrument wire was protruding/loose at the elbow joint. The procedure was completing as planned with no report of patient injury. The small graptor (grasping retractor)] is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Follow-up attempts were performed to request additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the broken pitch cable to be related to the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure. No image or video of the procedure was provided for review. A review of the instrument logs for the small grasping retractor (part number 470318-10/lot number: k10220217 0107) associated with this event has been performed. Per the review, the small grasping retractor instrument was last used in a procedure on (B)(6)2022 on system sk1553. The alleged instrument had 4 uses remaining after the last procedural use. This complaint is reported as malfunction event due to the following: this small grasping retractor instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.